Event description:
It was reported that the device was used during an exploratory laparotomy for a pelvic lesion on a patient with recurrent colon cancer. The lesion was not able to be detached from the peritoneum so a low anterior resection was performed. The tissue was thick so the instrument was closed until resistance was felt by the surgeon. The indicator on the gap setting scale was halfway between the bottom of the scale and the middle. The instrument was easy to fire. The surgeon mentioned that the staples were formed but looked loose. The donuts were complete when the surgeons checked the instrument. A leak test was performed and an intra op leak was found on the anterior midline portion of the anastomosis. It was reinforced with vicryl sutures, and evicel was placed over the anastomosis. It was retested and no intra op leak occurred. The patient was also given an ileostomy. The patient is now recovering at the hospital.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information received: what device was used for the proximal and distal transaction? Ta45 with a blue reload, proximal transection with 10 blade. Was the spike of the trocar inserted lateral or through the staple line? Lateral. When the device was fired, where was the indicator within the green zone/gap setting scale? Halfway between the middle and bottom of the scale. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. At the area of the leak, the anterior midline portion of the anastomosis, is this where the staples appeared to be loose? Yes. Has the patient undergone any treatments that would have impacted the health of the tissue? Not known. Did the patient undergo a second procedure? No. How long was the patient in the ICU? Not known. Will the ileostomy be temporary or permanent? Temporary. Who fired the device? Surgeon. Was this a recent conversion to ees devices in this account or with this surgeon or person firing the device? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer casing half was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.